Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician marked the fluoroscopic image for implant. They then zoomed in on the imaging and forgot to remark the implant location. As a result the device was inadvertently landed 1 cm above the renal arteries. The patient was converted to open repair. The stent graft was explanted and a blood vessel prosthesis was implanted. It was noted that there were no complications and the patient fully recovered after open repair. No additional clinical sequelae were reported and the patient is fine.